Manufacturer narrative:
The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case at the display window corner and minor scratches on the lcd window. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating physical damage to the drive support cap of their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.